Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head). Additional information has been received. It was further reported that the lead was removed and replaced due to the high impedance. No patient complications were reported as a result of this event. Further information has been received the lead has been returned and there is a report of a possible lead fracture. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information has been received. It was further reported that the lead was removed and replaced due to the high impedance. No patient complications were reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a remote monitor transmission alert triggered for a right ventricular lead defibrillation impedance of greater than 200 ohms. The pacing impedance remains stable. The patient was called to the physician office for further evaluation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information has been received. It was further reported that the lead was removed and replaced due to the high impedance. No patient complications were reported as a result of this event. Further information has been received the lead has been returned and there is a report of a possible lead fracture. No patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.